Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that an illegal address power on reset is recorded on (B)(6) 2014-07-17.

Event description:
It was reported that the patient noticed a device alert tone and saw their physician for follow-up. Interrogation of the implantable cardioverter defibrillator (ICD) showed that power on reset mode had occurred days earlier. The patient recalled using a gasoline powered lawn mower the same day the mode occurred. Following the diagnostic testing, the ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).